Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that infusion set had kinked cannula. Patient had high bg (blood glucose) and believed it was about 400mg/dl. Patient gave herself mdi (multiple daily injections) and also changed site. There was patient involvement and no patient harm.